Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that a patient with an implantable pacemaker reported symptoms at the time of a pause that appeared on a holter monitor. It was also reported that isometric exercise caused short pauses on the electrocardiogram (ECG). No further complications were reported due to this event. The system remains in use.